Manufacturer narrative:
(B)(4). Method: the complaint icon CPAP was received at fisher & paykel healthcare in (B)(4) for evaluation. The icon CPAP was inspected externally. Results: visual inspection revealed no signs of impact damage to the returned CPAP. The power cord was grossly damaged and the power cord was observed to have bite marks. The device's hour meter read 5,628 hours, indicating it had been used for apprimately 703 days (approximately 1.9 years). Conclusion: from the investigation conducted, the sharp bite marks seen on the power cord appear to have been caused most likely by a pet. The CPAP device was in use for approximately 703 days, which suggests that the damage occured after it had been distributed. During initial assembly of the icon CPAP, all power cords are visually inspected for damage. Once the assembly process is completed, all icon CPAP devices are visually inspected again before release for distribution. This suggests the damage occured after it had been distributed. The icon CPAP is designed to the electrical safety standards, ul60601-1 and as/nzs 3200.1. The materials used in the thermoplastic components of the mains connector and the cases are flame retardant according to ul 60601-1 and as/nzs 3200.1. Our user instructions that accompany the icon state the following: - only operate if the device, power cord and plug are dry and in good working order. - do not operate the device, water chamber or breathing tube if it is dropped, damaged or not working as intended.

Event description:
A distributor in (B)(6) reported that an icon CPAP humidifier had a damaged power cord. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Additional information was provided: initial reporter's details method: the complaint icon CPAP was received at fisher & paykel healthcare in new zealand for evaluation. The icon CPAP was inspected externally. Results: visual inspection revealed no signs of impact damage to the returned CPAP. The power cord was grossly damaged and the power cord was observed to have bite marks. The device's hour meter read 5,628 hours, indicating it had been used for apprimately 703 days (approximately 1.9 years). Conclusion: from the investigation conducted, the sharp bite marks seen on the power cord appear to have been caused most likely by a pet. The CPAP device was in use for approximately 703 days, which suggests that the damage occured after it had been distributed. During initial assembly of the icon CPAP, all power cords are visually inspected for damage. Once the assembly process is completed, all icon CPAP devices are visually inspected again before release for distribution. This suggests the damage occured after it had been distributed. The icon CPAP is designed to the electrical safety standards, ul60601-1 and as/nzs 3200.1. The materials used in the thermoplastic components of the mains connector and the cases are flame retardant according to ul 60601-1 and as/nzs 3200.1. Our user instructions that accompany the icon state the following: only operate if the device, power cord and plug are dry and in good working order. Do not operate the device, water chamber or breathing tube if it is dropped, damaged or not working as intended.

Event description:
A distributor in australia reported that an icon CPAP humidifier had a damaged power cord. No patient consequence was reported.